Event description:
It was reported that during an atherectomy procedure, the catheter was found to have stuck on the guide wire during an attempt to remove it from the pt. Both devices were removed as a single unit, and upon inspection, the nosecone of the catheter was found to be detached from the housing.